Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus received a medwatch (mw5070851) report that indicates that during a therapeutic laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy procedure, the teflon pad from the grasping section of the device peeled back exposing metal. The surgeon was cutting tissue when this incident occurred. No device fragment fell into the patient. No error codes were observed. No bleeding was reported. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, it was reported that the device was inspected prior to use.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, and to correct the device lot number and update manufacture date. The device was returned to olympus for evaluation. The user¿s complaint was confirmed. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be separated, deformed and lifting exposing metal. The device jaws were unable to close completely due the teflon pad damage. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device was attached to usg-400/esg-400 for testing. As designed an ¿open circuit¿ error message was observed, when the seal/cut function was activated with the device jaws closed due to the metal exposure.